Manufacturer narrative:
The pump was returned and analysis found no anomalies. Product ID 8709 lot# (B)(6)serial# implanted: explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11033r01, product type: catheter. Other relevant device(s) are: product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 50mg/ml morphine at 5mg/day, 10mg/ml bupivacaine at 1mg/day, and 250mcg/ml clonidine at 25mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that there was a volume discrepancy of 9ml. The pump and catheter were replaced and the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported.